Event description:
Reporter alleged the lancet needle did not retract after firing in the softclix plus lancet device. No serious adverse event was reported in relation to the alleged malfunction. Replacement product was sent. The device returned by the customer to the MFR was evaluated by the MFR's domestic eval unit. The complaint was not confirmed.